Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
This event is being conservatively reported for death due to close proximity to the implant of the amplatzer septal occluder. The cause of death was not determined at the time of report. It was reported that on (B)(6) 2022, that a 20 mm amplatzer septal occluder was successfully implanted with no problems to the device or the procedure. The following day, on (B)(6) 2022, the patient was discharged after being subject to transthoracic echocardiogram (tte) confirming that the device was well positioned. While the patient was returning home they felt a sternal pain and was transported to the emergency room where the patient passed away. No additional information was provided.

Manufacturer narrative:
H6. Health effect - clinical code - 1776 chest pain added. An event of sternal pain one day after the implant procedure and patient death was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.